Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, it was reported that the resection adjustment block completely seized when the surgeon tried to turn the knobs. No back-up device -- freehand positioning.